Manufacturer narrative:
Date device returned to manufacturer, in the initial medwatch report indicated:  08/08/2017. Date device returned to manufacturer, in the initial medwatch report should have indicated:  07/31/2017. New information for supplemental medwatch: physio observed that service led was illuminated, and an event code was logged in the device's memory, following a failure of the device to deliver defibrillation energy during testing.  Physio found that the device would intermittently charge ok, but when the shock button was pressed (in order to deliver the energy) the device would disarm and dump the energy charge internally.  Physio then replaced the main keypad assembly to resolve the reported issue and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will intermittently not deliver a shock when prompted.  The customer further advised that when this occurs, the service indicator appears.  There were no reports of patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control further examined the removed main keypad assembly in a test device and was able to verify the reported issue, observing that it would only shock intermittently.  Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy.  Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally.  Physio determined that the cause of the reported issue was that the shock button was out of tolerance due to high resistance.